Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie bin released unexpectedly. A field service engineer replaced the tray and row board cable, performed testing using the test application, and completed proactive maintenance (pm). The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 had a cubie in bin location 0214 released unexpectedly, pops back out when reinserted, and was also de-assigned by the system and not stay seated, then became stuck and would not release after reinsertion attempts. However, there were no delays or adverse events or injuries reported based on this event.